Manufacturer narrative:
During a percutaneous transluminal angioplasty procedure (pta) a 5mm x 10cm 155cm saber pta catheter cold not cross the lesion and resistance was felt during retraction and the balloon stretched lengthwise.  Therefore it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown.  After a balloon catheter (2mm) inflated in the calcified lesion, the saber was advanced to the lesion. However it could not cross the lesion due to the calcification.  Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17402346 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system failure to cross¿, ¿pta/ptca system unraveled/ stretched - in-patient¿ and ¿pta/ptca system withdrawal difficulty - from vessel¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, procedural and handling factors, although unknown, may although unknown have contributed to the reported event. According to the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty procedure (pta), a 5mm10cm155 saber pta catheter cold not cross the lesion and resistance was felt during retraction and the balloon stretched lengthwise.  Therefore it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis.  The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown.  After a balloon catheter (2mm) inflated in the calcified lesion, the saber was advanced to the lesion. However it could not cross the lesion due to the calcification.  Additional procedural details were requested but are unknown.